Event description:
Richard wolf medical instruments corporation (rwmic) received a medwatch (report (B)(4)) on (B)(6) 2017. Report indicated the tip of a grasper broke off during a laparoscopic ventral umbilical hernia repair. Facility was able to retrieve the foreign object without incident. No injuries to patient or staff were reported. Medwatch received listed two different devices (ID #83932936 & 86426002). No serial number was referenced for either device. A search of rwmic sap database revealed facility purchased a grasper (ID #83932936, lot #1257207) on (B)(6) 2015 and this is most likely the suspect medical device. No record found for a purchase of ID 86426002. No record of any routine maintenance or repairs for suspect device since purchase date, (B)(6) 2015. Suspect device is approximately 3 years old, manufactured 01sep2014. Two requests submitted to facility, via email, requesting device and missing medwatch information. No response as of 06nov2017. One similar issue reported in the last three years (MDR 1418479-2014-00052) device has not been returned to rwmic. However, in the event rwmic receives device, it will be sent to manufacturer for investigation. Rwmic considers this matter closed. However, in the event rwmic receives any additional information, a follow-up report will be sent to FDA.